Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump has a keypad anomaly. The insulin pump was not dropped or bumped. Blood glucose value is unknown. The insulin pump is out of warranty and will not be replaced or returned for analysis.